Event description:
It was reported during a colon resection the tp30 alignment pin was not retracting correctly on two different instruments. There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual and functional results, it appears as if the adjusting knob was dialed beyond the stop on one of the returned instruments. The adjusting knob was placed back into the correct position and the instrument was cycled. It cycled as designed with no difficulties noted with the retaining pin retracting. The other returned instrument was cycled several times with no difficulties noted. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.